Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the actis broach sz 6 would not fit on neck trial. Was surgery delayed due to the reported event? : no, was procedure successfully completed? : yes, were fragments generated?: unknown, if yes, were they removed easily without additional intervention?: unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-(B)(6), device property of:none, device in possession of:none, ip-(B)(6), device property of:none, device in possession of :none, ip-(B)(6), device property of:none, device in possession of:none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[the surgeon couldn't barley insert the neck trial on this actis broach size 6. We trailed the neck on the broach size 7 and it was working as supposed. Quickset drill bit: one the tip broke, we retrieved the other piece. And the other drill bit folded]" the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) device photo ad (B)(6) 2023). The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :according to the information received, "[the surgeon couldn't barlery insert the neck trial on this actis broach size 6. We trialed the neck on the broach size 7 and it was working as supposed. Quickset drill bit: one the tip broke, we retrieved the other piece. And the other drill bit folded]" the product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4).device photo ad (B)(6) 2023). The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the surgeon couldn't barley insert the neck trial on this actis broach size 6. We trialed the neck on the broach size 7 and it was working as supposed. Quickset drill bit: one the tip broke, we retrieved the other piece. And the other drill bit folded". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the actis broach sz 6, it only showed marks of normal use. To test its functionality, it was tested on a sample broach handle (lot number j0311); the device assembled without problems, and it worked as intended. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the actis broach sz 6 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history (lot) :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.